Event description:
It was reported that the pt had a pelvic floor repair procedure and a sling procedure in 2007. Following the surgery, the pt experienced vaginal mesh erosion, heavy vaginal bleeding, infections, and a thickened endometrium. No additional info was provided at this time.

Manufacturer narrative:
Thickened endometrium. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Additional info: there are two possible devices involved in the event as follows: prolift pelvic floor repair, tension free vaginal tape.